Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s mother stated that the patient experienced hives on the abdomen two hours after the sensor was inserted. The sensor was removed on the same day. Patient¿s mother used benadryl in an attempt to resolve the reaction. On (B)(6) 2018, patient saw a doctor and was prescribed hydrocortisone to help reduce the reaction. At the time of contact, it was indicated that the reaction had subsided. No additional event or patient information is available.